Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG disabled" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report number 1220908-2022-00781 for a similar report from the same customer.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The customer's report was observed during review of the device activity logs. However, the device was put through extensive testing including bench handling and full functionality stress testing without duplicating the report. The multi-function cable receptacle was replaced as a precaution. The device was recertified and returned to the customer. The multi-function cable used was not returned as part of this investigation. Therefore, a replacement multi-function cable was sent back with the device. Analysis of reports of this type has not identified an increase in trend.